Event description:
It was reported that 5 needle 21g 1-1/2in experienced foreign matter on the device cannula. The following information was provided by the initial reporter: it was reported that a ¿gel-like¿ contamination was observed during in-process checks. They compound chemotherapy, analgesics, antibiotics and several other drugs and during our compounding process they employ the use of bd needles of different gauges. The aforementioned contamination has been seen in their products belonging to different drugs, thus eliminating the event to be related to drug precipitation. During one such event, when the needle was pierced into the vial, the globules can be seen on the shaft of the needle.

Manufacturer narrative:
H6: investigation summary three photos were received by our quality team for evaluation. From the photos, a clear gel-like foreign matter on the cannula were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The packaging process was reviewed. There were no abnormalities observed during the production of the affected batch. The packaging machine could not have caused the foreign matter contamination as there is no process to de-shield the part at the packaging line. As the assembled needle was manufactured at a different plant, this information has been sent to them to conduct an investigation on this nonconformance. The investigation team could not determine a root cause with the needle manufacturing with the provided information. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 needle 21g 1-1/2in experienced foreign matter on the device cannula. The following information was provided by the initial reporter: it was reported that a ¿gel-like¿ contamination was observed during in-process checks. They compound chemotherapy, analgesics, antibiotics and several other drugs and during our compounding process they employ the use of bd needles of different gauges. The aforementioned contamination has been seen in their products belonging to different drugs, thus eliminating the event to be related to drug precipitation. During one such event, when the needle was pierced into the vial, the globules can be seen on the shaft of the needle.